Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Customer consumed carbohydrates and drank juice to address bg. Suspected cause was due to the customer¿s personal profile requiring adjustments. Reportedly, the customer continued to use the pump for insulin therapy.